Event description:
Infutronix received a complaint from a clinic building building service coordinator reporting "infusion complete with meds left". Operator of device was unknown. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.device has been received. A follow up medwatch will be submitted when the analysis is completed.

Manufacturer narrative:
The reported complaint was not confirmed in the event log, but it was repeated in the performance test. The pump operates outside of the specification and does not meet the acceptance criteria.